Manufacturer narrative:
(B)(6): the disposable set was unavailable for return and evaluation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. Analysis of the rbc detector signal showed that platelets took longer than expected to initially exit the lrs chamber. This means that there was a delay between when the trima accel device predicted that platelets were collecting and when they actually started collecting platelets in the bag. However, it is possible, though not conclusive, that some wbcs may have been escaping the lrs chamber along with the platelets during the collection. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.